Manufacturer narrative:
H10: one new 12512-01, microclave¿ clear neutral connector; lot#: 4763741 and one used list#: 12512-01, microclave¿ clear neutral connector; lot#: unknown were received for evaluation, as well as one used unknown empty container, one used smallbore ext. Fixed male luer, white pinch clamp; manufacturer: unknown, one used bd phaseal drug transfer device, one used bd luer lock connector, one used huber safety needle, microbore tubing, female luer. The 12512-01 microclave clear neutral connectors (both used and new) were leak tested and each met pressure leak expectations outlined in the product performance specification. No leakage was observed at any of the connection sites. All of the mating devices were measured and found to be compatible with the microclave. The complaint was unable to be replicated or confirmed. The device history review (DHR) for lot number: 4763741 was reviewed and there were no relevant non-conformances found.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Event description:
The event involved a microclave® clear neutral connector that had a leak of chemotherapy. The patient was in clinic for folfox treatment and was discharged in stable condition at 1215 from the clinic with a fluorouracil pump to infusion over 46 hours. Patient called clinic at 1436 and explained his chemotherapy was leaking. He was instructed to stop the pump, change his shirt and wash his skin. He arrived at the clinic at 1520. The pump and IV tubing were assessed, and it was discovered the connector was defective and was the source of the leak. A new connector was attached. The chemotherapy was restarted at 1533 and the patient stayed at the clinic for 10 minutes to ensure there was no leaking. The patient was instructed to observe his skin and call the clinic if any redness or irritation occurs. There was patient involvement, and a delay in therapy was reported; however, no harm or adverse event occurred.